Event description:
It was reported via social media that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A couple years post index procedure, the patient experienced tias. The patient was placed on eliquis in response to the tias.

Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as the date of event is unknown, but the comment was made this year. Implant date: estimated as (B)(6) 2019 as the date of implant was noted as a couple years before the event reported.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2021 as the date of event is unknown, but the comment was made this year. D6a: implant date- estimated as (B)(6) 2019 as the date of implant was noted as a couple years before the event reported. E1: initial reporter city- noted as denver per additional information received.

Event description:
It was reported via social media that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. A couple years post index procedure, the patient experienced tias. The patient was placed on eliquis in response to the tias.